Event description:
According to co's customer, a pt sample recovered at 22.77ng/ml. The sample was repeated and the result was <0.05ng/ml. The customer indicates that they have been monitoring accu tni results. Customer repeats all ccu tni values that are greater than 0.05ng/ml. There was no treatment initiated or withheld based on the erroneous results.